Event description:
It was reported that, during the post-op recovery period, the implantable cardioverter defibrillator (ICD) device was interrogated and a grey bar was displayed with a message was about battery longevity report error. The device will be re-evaluated in a month. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).